Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse mentioned the patient temperature was not reading on the arctic sun device. Biomed tested the temperature cable with a temperature simulation key and confirmed it was not reading. Biomed switched to patient temperature 2 after enabling it and still nothing, they replaced the cable and still was not working. Biomed gave the part number to order a new isolation card.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue is a failed isolation card. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse mentioned the patient temperature was not reading on the arctic sun device. Biomed tested the temperature cable with a temperature simulation key and confirmed it was not reading. Biomed switched to patient temperature 2 after enabling it and still nothing, they replaced the cable and still was not working. Biomed gave the part number to order a new isolation card.